Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that threshold measurements on the right ventricular (rv) lead had risen into a high range. High impedance was also observed, possibly due to fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4076 lead implanted 2011 (B)(6). (B)(4).